Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leaked out of the shaft of catheter during pretest.

Manufacturer narrative:
The reported event was confirmed with a cause unknown. Received only the catheter for evaluation. The sample was visually evaluated and a pinhole on the shaft from the outside was observed. Microscopic examination of the pinhole looks like it was caused by a rough object from outside. Per the functional evaluation, the balloon was inflated with water and water leaking from the inflation lumen was observed. The pinhole was evaluated under a microscope and noted to be round and rough caused by a sharp object from outside. The exact cause of sample condition could not be determined and could not assign as a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: do not inflate the balloon in the urethra. (The urethra may be injured). Do not pull the catheter hard. (The bladder/urethra maybe injured). Applicable patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Do not use on patients who are or have been allergic to natural rubber latex." (B)(4).

Event description:
It was reported that water leaked out of the shaft of catheter during pretest.